Manufacturer narrative:
The device was not returned for evaluation. The lot number was not provided. Therefore, a device history review and complaint history review could not be completed. The customer has provided two x-rays of the product. From these, it could be verified that the implant has fractured at the collar, flared out around the restorative component. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device not returned.

Event description:
It was reported that the abutment screw fractured inside of the implant. The fractured piece could not be removed and the implant had to be removed from tooth site 6.